Manufacturer narrative:
The device is not available for evaluation. Without the returned device a probable cause is unable to be determined.

Event description:
A medwatch report (41000700000-2020-8059) was received that stated "during a taxol infusing to a patient after 21 minutes they noticed a leak at spiros connector. They returned the product to the pharmacy to be inspected. The patient did not receive the infusion. No harm to the patient due to this. Sample availability was unknown." The event occurred on an unspecified date in (B)(6) 2020, and involved a spiros connector.